Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 540 mg/dl. Customer went to the clinic and received assistance from a nurse who administered insulin, gave fluids, and tested for ketones. Customer reported using fiasp insulin and lyumjev insulin. Tandem technical support informed customer that both types of insulin are off label per the user guide. Customer ultimately changed pump supplies to address the issue and resumed insulin delivery.